Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / right side of the pelvis') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (oesophageal), ligament rupture, meniscus tear, hernia, trichomoniasis, herpes nos, sinus congestion, plantar fasciitis, carpal tunnel syndrome, gravida ii and parity 5. Concomitant products included oral contraceptive nos. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), dysmenorrhoea ("dysmenorrhea") and back pain ("down into right leg"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)other (please specify) - tubal transection and essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and back pain outcome was unknown. The reporter considered back pain, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia. Most recent follow-up information incorporated above includes: on 10-jul-2019: pfs and mr received : event ¿injury nos¿ is replaced with pelvic pain. Case become incident. Aka name added, reporter added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Events added- pelvic pain, abnormal bleeding (vaginal, menorrhagia), dysmenorrhoea, back pain. Events severity, concomitant drug, medical history and lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.